Event description:
Per the clinic, the patient developed an infection around the abutment site and was treated with oral antibiotics on two occasions (dates not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.